Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Facility has advised that they will not be releasing the device for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5087453) that the following incident was reported: during arthroscopic rotator cuff procedure, a scorpion multifire needle malfunctioned. Surgeon was performing work on the shoulder and the tip of the needle broke off. Additional information obtained 7/22/2019: facility has confirmed that the date of procedure was (B)(6) 2019. The lot number of the needle is unknown. The part/lot/serial number of the mating handpiece is unknown. The needle tip was discovered missing during use, prior to close of the patient. The needle tip was not retrieved and is located in the patient's left shoulder, posterior aspect. Surgeon has no plans to perform a second surgery to retrieved the needle tip. The remaining portion of the needle is not available to return to arthrex for evaluation. It was discarded at the end of the case via the sharps waste container. Additional information obtained 7/24/2019: lot number of the ar-13995n scorpion needle is unknown the facility has confirmed that the packaging was discarded and lot number was not recorded. The needle was being used with an ar-13999mf fast pass scorpion sl handpiece.